Manufacturer narrative:
Section d10: concomitant products 36mm humeral liner +0 unconstrained (cat# 320-36-00 / serial# (B)(6)) equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6)) equinoxe reverse tray adapter plate tray +5 (cat# 320-10-05 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine months post initial left tsa, the 78 y/o female had a revision surgery due to heterotopic ossification. Patient had cleared out bone and re-implanted humeral components. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was was unable to obtain photos/x-rays. The devices are not available for evaluation due to the devices were disposed of by hospital.

Manufacturer narrative:
(H3) heterotopic ossification occurs when bone tissue develops in the soft tissue. This can occur near a joint following major surgery and can restrict range of motion. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the heterotopic ossification and subsequent revision is likely due to patient conditions. The following section have corrected information: h6: type of investigation, investigation findings, investigation conclusion.